Event description:
It is reported that the articular surface would not seat properly.

Manufacturer narrative:
Evaluation summary: an evaluation of the device concluded that one of the inner dovetail lips is compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctively placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. As returned, the articular surface exhibits damage to the dovetail feature. Damage is also found at the medial/posterior corner of the backside of the surface. Deep gouges are found on the backside that most likely occurred during the extraction process. The device history records were reviewed and were found to be conforming; indicating the device was manufactured, inspected and packaged to specifications.